Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 11/06/2007, 11/20/2007, and 11/26/2007 by phone, mail and fax. A completed questionnaire has not been returned.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported blurry vision. The lens was explanted. Additional information, including patient status, has been requested.